Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Patient presented in the clinic with low sensing and high thresholds. The lead was explanted when repositioning was unsuccessful.